Event description:
I work in the operating room as a certified surgical technologist. Our facility has recently changed to a different company for our laparoscopic trocars/cannulas. During the first four laparoscopic cholecystectomy procedures, the 11mm cannula has fallen apart and landed inside the pt's abdomen. The surgeon has retrieved the pieces, but this is obviously a serious problem. The surgeon believes that these cannulas should be taken off the market and I agree.